Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an arrhythmia and heart rate decrease/bradycardia. On interrogation it was noted that the right atrial (ra) lead exhibited high and undefined pacing impedance, high thresholds, with a pacing failure. A ra lead fracture was confirmed during surgery, with potential lead tension due to pediatric growth, and possibly fractured by a patient fall. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.